Manufacturer narrative:
(B)(4). Batch # p91y1n. Investigation summary: the analysis results found that an ace36e device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged broken. The lot and batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging and manufacturing process. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release.

Event description:
It was reported that prior to an unknown procedure, found damaged on the outer packaging, not sterile and cannot be used. No patient consequence.

Manufacturer narrative:
(B)(4). How was the sterility compromised? Unclear cause of sterility damage. Found that the package was damaged when it was ready to be unpacked. Was there a hole, tear, or puncture in the tyvek or blister that compromised sterility? No.